Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; it was observed that the stylus did not work correctly. Analysis also found the ECG (electrocardiogram) connector was loose and failed during the bench test; the touch screen was damaged at the right corner, the bezel was cracked, and the media door was damaged.

Event description:
It was reported the programmer intermittently was freezing. During pacemaker followup, the programmer froze. It was operated with a brand new rf (radio frequency) head and ECG (electrocardiogram) cable. Programmer was turned off and on twice without any success of proceeding with the operation. The programmer was returned for service. No patient complications have been reported as a result of this event.